Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013 to replace the main analyzer card (board) and the part was determined to be doa (dead on arrival). The original main card was re-installed back into the instrument. The fse returned to the customer's site on the next day, ((B)(4) 2013), and replaced the main card. After the new card was installed, the wbc bath was overflowing and the red blood cell (rbc) bath was under filled. The fse verified all connections on the card and verified that all valves were actuating properly. The fse re-installed again the original main card, and baths returned to normal operation, but wbc flag (*) was still present on results. Another main card was then ordered, and the fse returned to the site on (B)(4) 2013 and replaced the card. Although the new main card was fully functional, the wbc flag (*) was still present. The fse replaced lyse syringe, probe wipe, and mixing check valves to wbc bath, and the wbc flag (*) was no longer present. Following the repairs, the startup, reproducibility, and controls passed. Failure mode was related to multiple failures, including main analyzer board, lyse syringe, probe wipe, and mix check valves to the wbc bath which were changed during service troubleshooting. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that they were recovering white blood count (wbc) with (*) flags on the coulter act 8/10 analyzer for controls. After troubleshooting with the customer technical specialist (cts) and cleaning the probe, the customer was recovering non-numeric results (****) on wbc parameter for both controls and patient samples. No erroneous results were associated with this event. Per the information provided, the customer stopped using the instrument and sent the patient specimens to the main laboratory for analysis. Instrument printouts were not provided for further evaluation. There was no death, injury, or effect to patient treatment associated with this event.